Event description:
Left breast -cancer- implant -mentor saline implant, physician ordered from internet under google type mentor and it shows she got it from facility. Suppose to have mentor 600cc, but she put in 800cc, which was too large, up too high, looked deformed, had trouble from day one. Was so sick went to emergency room, heart doctor admitted me, called in a infectious disease physician and a plastic surgeon, who stated the implant was too big and causing my pain and problems. Infectious disease doctor put me on i.v. Antibiotics, was there 3 days, and sent home with antibiotics. In 2009, pain so bad plastic surgeon removed implant, was defective, had a 9.5cm rupture and leaking. I am still sick and cannot do things I did before the implant. What is it going to take for FDA to stop them? Selling on internet and physicians purchasing them cheap is unreal. Only defective ones will get physicians purchasing them cheap with risk of making us sick and never to be the same. Dates of use: less than 3 months, 2009. Diagnosis: left breast cancer - reconstruct.